Event description:
Surgeon reported to sales rep that during surgery the locking screw broke (6276-1-025) and he did not exceed (B)(6) on the torque wrench. He further reports that he then removed the distal stem (6276-7-018) with the broken screw and then he implanted a new stem and used the same body (6276-1-025) and took a screw from (6276-1-023).

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.